Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 39 samples (model # 20039e) were returned by the customer. It was reported that the extension set would not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of all 39 samples were open and were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20115797 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 11nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 39 smallbore 6 inch ext vlv sets were blocked/occluded and could not be flushed. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: unable to flush through the ext set with multiple attempts.